Event description:
Heater for oxygenator unable to prime correctly. Air locks noted in the water tubing. Assumed it was heater and pulled from service. Later after speaking with manufacturer realized a restriction might have caused only partial water flow through the heating portion of the oxygenator manufacturer response for oxygenator, long term support greater than 6 hours, mc3 nautilus ECMO oxygenator (per site reporter). They are aware of 4 cases (including ours) that had some restriction to amount of water flowing through. They took our oxygenator and are examining it. Patient's temperature was not adversely affected so we did not initially change out the oxygenator but when the patient came off, we saved it to return to the representative.